Event description:
It was reported that the user experienced a dexcom g7 sensor pairing failure, after which the agent instructed toggling the app setting from g7 to g6 and back to g7, enabling the user to start the sensor and enter the four-digit code. Symptoms included no adverse physiological effects and blood glucose remained unaffected. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a transient pairing issue with the g7 sensor-app connection that resolved after software setting toggling, with no responsible device component identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity or software interaction issue not reproducible after corrective steps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.